Event description:
The customer reported an mx800 and m1019a fell off an aesthesia cart and narrowly missed hitting pt. No pt or user harm was reported.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.